Event description:
Abbott diabetes care (adc) received an ansm user declaration which reported the following information: it was reported ¿when the sensor was inserted, the needle remained on the sensor and did not retract into the insertion device.¿ as a result, the customer experienced pain and ¿the needle was removed by the nurse who inserted it.¿ adc customer service contacted the customer, no further event information was provided. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator and sensor pack (B)(6) have been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. The applicator had not been fired correctly. The sharp was observed to be loose and the sharp tip was bent. The applicator was pried open and sharp carrier and introducer hub were inspected and no issues were observed. Visual investigation has been performed on the sensor pack and lid was completely peeled off. Minor damage was observed on the guide ribs, however, it did not have any impact on the platform functioning. Damaged transition features were observed. Further investigation was not performed due to no sensor returned. If the sensor is returned, a physical investigation will be performed, and a follow-up report submitted. Therefore, issue is closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and the product meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an ansm user declaration which reported the following information: it was reported ¿when the sensor was inserted, the needle remained on the sensor and did not retract into the insertion device.¿ as a result, the customer experienced pain and ¿the needle was removed by the nurse who inserted it.¿ adc customer service contacted the customer, no further event information was provided. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care (adc) received an ansm user declaration which reported the following information: it was reported ¿when the sensor was inserted, the needle remained on the sensor and did not retract into the insertion device.¿ as a result, the customer experienced pain and ¿the needle was removed by the nurse who inserted it.¿ adc customer service contacted the customer, no further event information was provided. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.